Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that when trying to remove an old nail lag screw, the threaded tip of the retaining rod broke off in the lag screw.